Event description:
(B)(4). (B)(6) called in referencing quote (B)(4) , he believed in (B)(6) that he was getting a ra and replacement joystick, however, nothing ever came to him. (B)(6) researched inquiries and quality, quotes, etc saw no evidence of any other order so placing this. Bad monoport. Orig a recall joystick replacement. Call came through customer service no further information available.